Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx "could not test image". There was no negative patient involvement.